Event description:
It was reported that during a scheduled device changeout, this right atrial (ra) lead was found to have been fracture with the insulation peeled back. The physician elected to surgically abandon the lead and cap the atrial port in the device header. This lead remains implanted, however is no longer in service. No adverse patient effects were reported.